Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two hemopro 2 jaws became loose. Nothing fell into the pt and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the products in question. Refer to MFR report #s 2242352-2013-00451 and 01309 for related reports.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).